Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.